Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d4, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, an additional reportable event was found during evaluation, where white dots were displayed on an image due to a damaged charged coupled device (ccd) unit. Based on the results of the investigation, the reported event was most likely due to damage or deterioration of parts, environment problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported that during the preparation for use, the deflectable videoscope had no image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.